Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 270 units of insulin during the load sequence, and that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. The issue was resolved by refilling the cartridge with the original needle. Customer¿s blood glucose level was 269 mg/dl.